Event description:
It was reported that there was no capture at high threshold output and shock lead impedance values of greater than 200 ohms on this right ventricular (rv) lead. This rv lead was surgically abandoned during generator change out. New rv lead was successfully placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).